Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with an invasive gradient of 40 mm hg following a balloon aortic valvuloplasty (bav) six months prior and significant calcium in the sinotubular junction, the valve was deployed to 80%. Upon deployment, under expansion of the valve frame was noted. Subsequently, the valve was recaptured and withdrawn from the patient. After withdrawal, a pre-implant bav was performed using a 20 mm non-medtronic balloon, and a new valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012227095); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.